Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the intestinal tract during an endoscopic submucosal dissection (esd) wound hemostasis procedure to treat bleeding performed on (B)(6) 2026. During the procedure, the clip could not be deployed properly. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter. Block h2: additional information: block b5 (describe event or problem)

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the intestinal tract during an endoscopic submucosal dissection (esd) wound hemostasis procedure to treat bleeding performed on (B)(6) 2026. During the procedure, the clip could not be deployed properly. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on february 28,2026. The clip would not deploy, so it was removed from the patient by forceps as the physician wanted it removed, even though clips pass naturally.